Event description:
Was driving my car when my cardiac defibrillator erroneously applied three sets of shocks. Heart was in a normal rhythm when this started. Boston scientific technician said it could have been a bad wire or interface from my cell phone. On third shock I passed out and went off the road. FDA safety report ID#: (B)(4).